Event description:
In november 2006, a patient alleged that while trying to adjust the hilger t-rex appliance (by turning the screw), a piece of flesh was torn from the inside of her mouth.

Manufacturer narrative:
The prescribing doctor did not believe that the appliance was faulty nor caused the injury. The doctor reported that the affected area was healing; however, some redness and tenderness was present. At the request of the patient's mother , the doctor prescribed penicillin.